Event description:
The patient reported that there is no data in the pump history for (B)(6) 2011. The patient was reportedly not on insulin pump therapy on the date of the reported issue, however she claimed that she was attempting to resume insulin pump therapy on that date so there should have been some data in the history. Customer support reviewed the pump history with the patient and noted that there was data recorded in the bolus history for (B)(6) 2011 and (B)(6) 2011. Troubleshooting could not be adequately completed due to limited history data available; the date of the history issue was reportedly (B)(6) 2011, and the issue was reported on (B)(6) 2011.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no data available for review in the pump histories or the black box for (B)(4) 2011 due to continued pump use. During testing, a normal bolus and an audio bolus were successfully performed and accurately recorded in the pump history.